Event description:
It was reported the pt (B)(4) experienced painful stimulation after turning the ipg off. The discomfort was described as a pressure sensation. In addition, it was reported the pt's ipg turned itself off and on without prompting. Surgical intervention was undertaken to replace the pt's ipg, thereby resolving the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.